Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Cartridge, infusion set tubing and site were changed multiple times. Occlusion reoccurred. Pump system check was performed with tandem technical support and cause of occlusion could not be identified. Customer's blood glucose was 350 mg/dl. Reportedly, insulin therapy was resumed.